Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation. Therefore, a possible causal or contributory association between ccpd therapy with the liberty select cycler and the hernia cannot be excluded. Based on the information available, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A caregiver for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt), called technical services to report slow drain times. The caregiver reported the patient has a hernia, and recently increased the number of cycles per treatment from 5 to 6; and has been experiencing slow drain times ever since. During a follow-up call with the peritoneal dialysis registered nurse (pdrn), it was reported the patient had a ¿very mild¿ hernia (specifics/type unknown). The pdrn reported the hernia was due to pd therapy, as the hernia was not present at the initiation of pd therapy 3 years ago. Reportedly no surgical invention is scheduled, as the hernia is not ¿prominent¿. The pdrn could not confirm the etiology of the slow drains; however the patient has had multiple drain issues on the liberty select cycler. It was also stated that the patient had a prescription change from 5 to 6 cycles which was a personal request made by the patient to the nephrologist. Treatment data was provided. No alarms were noted; however a stat drain was confirmed in cycle 6/6, with a prolonged drain time (62 min) noted. The patient was continuing pd therapy with no further issues.